Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was during the call, after they were able to connect with all their equipment again (see (B)(4)), patient connected to mystim app and turned therapy on. However, patient said they were not feeling any stim and confirmed they normally feel stim. Patient was on group c (a legacy programming group) and started to increase stimulation settings. Patient said they had increased to 8.0 and started to feel stim but could still barely feel it. Patient then commented the stim they were feeling would start and stop. Patient tried other groups (dtm programming) and couldn't feel any stim on there. Agent reviewed if patient wasn't able to find stimulation settings that were comfortable and helping, to follow up with healthcare provider to further address the issue and contact the rep.